Event description:
It was reported that during the surgical procedure, while the surgeon was attempting to reposition the trocar and retract the pt's bladder, the surgeon collided the is2000 endowrist prograsp forceps instrument with another instrument while inside of the pt. As a result, the area of the instrument where the wrist and shaft meet broke. No instrument components fell inside of the pt. The instrument was removed and replaced with the same type of instrument. While using the replacement instrument, the surgeon collided the instrument with the pt's pelvis or abdominal wall, which resulted in the portion of the instrument, where the shaft and wrist meet broke. No instrument components fell inside of the pt. Due to the delay in the procedure and the pt's anatomy, the surgeon decided to convert the procedure to traditional open surgical techniques to finish the planned surgery. No pt harm was reported. The regulatory reporting info for the initial is2000 endowrist prograsp forceps instrument used during the surgical procedure can be found in MFR #2955842-2006-00089.

Manufacturer narrative:
Although, the instrument was not returned for eval, it was determined that user error contributed to the malfunction of the instrument when the surgeon collided the affected instrument with the pt's pelvis or abdominal wall (unsure of which one). The instruments instructions for use specifically states: contraindications: this instrument may only be used on soft tissue. Do not use it on cartilage, bone or hard objects. Doing so may damage the instrument and make it impossible to remove it from the cannula. General precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Per the complaint notes, no instrument components fell into the pt and the surgeon decided to convert the procedure to traditional open surgical techniques to finish the planned surgery due to the delay in the procedure caused by the instrument malfunctions and the pt's anatomy.